Event description:
08/23/1999 info updated: the audible crack of the washer in the ecs33 was not heard. The physician assistant also stated that the device was more difficult to fire. Staples were delivered, but not formed. The stapler and staples were removed. It was reported by the rep that the (1) ecs33 was used during a low anterior resection procedur. It was reported that the ecs delivered no staples when fired. The device did transect the colon which was to be reanastomosed. The operative site was contaminated with the intraluminal contents of the bowel. There were several rinses performed before the anastomosis ws re-attempted and completed using a second device. There was no consequnece to the pt.